Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument tissue got caught in the instrument. The procedure outcome was unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with the customer reported complaint.

Manufacturer narrative:
An image review was conducted by failure analysis engineering (fae). The following information was provided by fae: the image is showing tissue entrapment. There is tissue caught between the proximal clevis and main tube.

Event description:
Refer to h11 for follow-up information.